Manufacturer narrative:
Returned product analysis revealed the wire is stuck in a catheter section at 76 cm from the proximal end. The distal end showed the core wire fractured from the ball weld and the coil completely elongated. The proximal section stuck inside catheter couldn't be removed from the catheter. The fracture site exhibited evidence of a cut / shave surface. Fracture occurred in a tensile / shear direction. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer in the past year) and results identified potential batches 8506699 and 8437196. Device history review performed on these potential batch numbers revealed no anomalies related to the complaint; lot met all specifications relevant to the complaint upon lot release. The cause of the fracture showed that the supplied distal and proximal fracture sample surfaces do not mate. An intermediate section is missing. The distal fracture occurred due to a torsional overload and not by any material anomalies. The proximal fractured showed a reduction in the cross-sectional area of the wire. The fracture site exhibited evidence of a cut /shaved surface.

Event description:
Determined to be reportable based on analysis approved on 08/07/06: it was reported that during an unknownt treatment procedure of the gallbladder, the amplatz super stiff guidewire started to "fray" inside the gallbladder catheter. The physician removed the guide wire and the catheter as a unit. The procedure was successfully completed with an other amplatz guidewire and another catheter. No pt injuries or complications were reported. Patient status is reported as "fine."